Event description:
A cracked screen and charging issue were reported. There was no adverse impact to the customer¿s blood glucose level. The customer declined a callback from technical support, and no additional information was received regarding the outcome of the event.